Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump has stopped the delivery of insulin in the middle of a bolus, without giving any alarms. The customer then stated that she was hospitalized for low blood glucose levels. The customer's blood glucose reading was below 20 mg/dl when she was in the ER. Prior to the event, the customer was giving a bolus at 9:00 am, and the insulin pump stopped the delivery. At 12:00 pm, the customer gave another bolus. The customer felt that this was the reason her blood glucose levels dropped. Troubleshooting was performed, and the daily totals did not add up correctly. The customer did not feel comfortable with the insulin pump. Advised that the insulin pump would be replaced.